Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion (dso) seal was separating from the plate. The dso seal was replaced.

Event description:
The device was returned for bubbled dso seal. During physical inspection, it was found that the downstream occlusion (dso) seal was separating from the plate.